Event description:
It was reported that, "pt came back to surgeon with hip pain. Surgeon determined to revise the cup."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.